Event description:
Omnipod 5 dispensed to much insulin overdosing the patients resulting in glucose of 21. Ems transported patient to ed and had difficulty stabilizing patient due to omnipod 5 continuing to dispense insulin. Omnipod 5 was removed in ed.